Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing due to a functional issue

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. The cause was isolated to contamination on the pins of pca jumper j1000. Root cause: root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.